Event description:
It was reported that during a device change out the right ventricular lead exhibited a high capture threshold when connected to the new device. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.